Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The reported event is inferred to have occurred through one of the following mechanisms. Contact with a surgical instrument: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from scratch. 3. The probe broke off when added load. Contact with non-insulated area of grasping section: 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from scratch. 5. The probe broke off when added load. Additionally it was noted: the manufacturing date of lot no. 26k08 is june 08, 2022. This product has a sterilization validity period of 2 years and 11 months; therefore, its expiration date was may 31, 2025. Given that the event date was (B)(6) 2026, it is possible that the product used in the case had exceeded its expiration date. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic hysterectomy, the tip broke and fell into the patient's intraperitoneal cavity. The broken piece was immediately retrieved with forceps. The procedure was completed with a similar device. There was no harm or injury to the patient.